Event description:
Device interrogation at office visit revealed that both normal mode and magnet mode output currents were programmed to 0ma instead of to prescribed parameters, resulting in a loss of therapy. The patient was hospitalized due to an episode of status approximately two months prior (reported to be due to illness and not related to the vns) and was involved in an auto accident approximately one month later. While hospitalized, device settings were reportedly increased and device diagnostic testing was reportedly within normal limits, indicating proper device function at that time. The patient has reportedly experienced a slight clinical decline since hospitalization for status and reports that initiation of magnet mode stimulation has since not been perceived and no longer aborts her seizures as it had in the past. The patient's device was reprogrammed to prescribed settings. User error during programming session while hospitalized is suspected.